Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4). Same case as 2134265-2009-05376. It was reported that post a percutaneous coronary intervention the patient died. In (B) (6) 2007, two diseased vessels were identified with two lesions that were treated. Target lesion #1 was 80% stenosed, 2.5x10mm and located in the right coronary artery (rca). A 2.5x12mm liberte stent was implanted and there was 0% residual stenosis. No additional procedure was performed in the target lesion. The procedure was documented as a technical success. Target lesion #2 was 75% stenosed, 3.5x26mm and located in the right coronary artery (rca). A 3.5x28mm liberte stent was implanted and there was 0% residual stenosis. No additional procedure was performed in the target lesion. The procedure was documented as a technical success. The patient was discharged eight days later and died on the day of discharge. The death was listed as non-cardiac and the cause of the death was not provided.